Event description:
During a ptca procedure in which an inflation device from an advantage 26 kit was used, the physician dialed to increase the pressure, but no reading was seen on the pressure gauge. There was no patient injury. The procedure was completed with another of the same style inflation device. The used device will be returned for evaluation.